Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the shocking all over the body was unknown. The patient stated the most likely cause was due to the settings being too high. To resolve the issue the patient stated they got a new rep to help with the settings. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The hcp reported that the patient had not reported any issues to their office. Additional information was received from the patient. The patient reported that they were getting shocked in way too many places. The patient stated they were told to turn it off and back on in 24 hours and they did that but there had been no change. The patient had tried decreasing the strength of the stimulation to a comfortable level but then they had more episodes of leakage. The agent reviewed how to change programs. The patient said they would maintain stimulation level and would continue to track symptoms. They confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. A3: sex is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had been feeling a shocking sensation all over their body and that the issue started happening in july, maybe 2 or 3 weeks after they had their ins implanted. The patient stated that they felt the shocking in their bike seat area, hands, and feet, and confirmed that they had no recent fall or trauma. The patient added that the shocking was an on-off situation and that they felt it a couple times a day. The patient also mentioned that they hadn't made any adjustments before. The agent reviewed general therapy information and walked the patient through turning their therapy off. The patient said they would keep therapy off for a day and would observe if they still felt the shocking afterwards. They were redirected to healthcare provider (hcp) if issue persisted and they said they might call back for further assistance making adjustments to their therapy.